Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 309642, batch number#: 3292307. It was reported that the bd luer-lok barrel was cracked. The following information was provided by the initial reporter: verbatim#: the barrel of the syringe is cracked and once filled with liquid, will leak. Lot# 3292307. Additional information provided: no harm or injury resulted. We simply had to remove the affected pieces from the floor as well as unused pieces from the same lot. (B)(6).

Event description:
No additional information was provided.

Manufacturer narrative:
Two photos of a 10 ml ll syringe (p/n 309642) were received and evaluated. Both images partially show what appear to be two different 10 ml loose syringes with a large crack between the roof of the barrel and the number 7 on the non-scale marking area. The condition observed is non-conforming per the product specification. The potential root cause for the cracked barrels defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 3292307 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.